Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the lifevest. There was no alleged device malfunction contributing to the irritation. Patient reported receiving a powder from the hospital. It is unclear if the powder was prescribed or not. Reporting out of abundance of caution. Patient reported that the irritation is getting better.